Event description:
It was reported that one patient sustained blisters to the face and underarms and a second patient sustained blisters to the legs and bikini areas following hair removal treatment with a lumenis one laser. No information regarding a report of serious injury or any medical intervention to preclude serious injury was reported.

Manufacturer narrative:
Reasonable attempts by phone, fax and email were made to obtain further information from the user facility for the reported events including patient information, treatment settings, and photos, however, none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment or to determine a cause. An examination of the subject device by a lumenis technical expert concluded the device operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected root cause of the event reported.